Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended three times. The customer's sensor glucose at the time of the incidents were respectively: 55 mg/dl, 49 mg/dl and 60 mg/dl. The patient's blood glucose values were respectively: 100 mg/dl, 103 mg/dl, and 111 mg/dl. Troubleshooting was initiated and a bent sensor cannula was discovered. The sensor was not returned for analysis.